Event description:
It was reported that intermittent audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(6).